Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The user facility reported the machine would not power up during installation because the fuses kept blowing. The biomedical technician replaced the fuses in the power supply, however, the fuses blew again during the calibration process. Inspection of the machine noted that a large amount of non-insulated metal was left exposed due to the leads being barely pushed onto the blade connectors. The biomedical technician believed that an arc may have been running across the connectors which resulted in the blown fuses. The biomedical technician fully seated the run capacitor connections and replaced the fuses for a third time. The machine has since passed all tests and is up and running. The user facility has not yet opened, so there was no pt involvement. There was no visible smoke or flames.

Manufacturer narrative:
A fresenius regional equipment specialist (res) performed an on-site investigation and the failure mode was confirmed. The machine would blow fuses and power down during installation of the machine. The field technician found the leads to the run capacitor in the power supply to have been exposed metal. The technician resolved the power problem by fully seated the capacitor connections and replacing the blown fuses. The device was returned to service with no further issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.